Event description:
A ds2adv auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found pca was damaged with traces of burn. Change the pca due to error 30 according to the service manual. The device displayed error e015 (err_cycle_handler_overrun), e030 (err_motor_spinup_flux_high) and e400 (err_message_crc_failed). The device was not repaired and was marked as scrapped at the customer¿s request.